Event description:
Initially, it was reported that the patient wanted the vns removed due to an unknown reason. Further follow-up revealed that the patient's caregiver believed that vns did not help the patient's seizures. Clinic notes dated (B)(6) 2015 noted that the patient did not tolerate the device. Clinic notes dated (B)(6) 2014 note that the vns has been off, but the patient's mother continues to have concerns about the device being in place. It was later reported that the device had been programmed off for approximately 3 years. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
The generator and a portion of the lead were removed on (B)(6) 2015. The electrodes of the lead were left on the nerve. The explanting facility will only release explanted devices to the patient, and will not return explants to the manufacturer. The explanted devices have not been received to-date.

Event description:
It was reported that the patient's seizures have been well controlled with medications, she has 1-2 seizures per day and she states that she would like to have the device removed as it was not providing any benefit for her. Surgery is expected but no known surgery has occurred to-date.